Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charges and boot up was perform and fail due to defective battery. A review of the share log was perform and could not confirmed a loss of connection on incident day. Confirmation of the complaint and a probable could not be determined. No injury or medical intervention was reported.